Event description:
It was reported that the device was used during a low anterior colon resection. It was reported by the rep that the surgeon fired the ecs33 and did not hear or feel the audible/tactile click at the end of the firing cycle. The surgeon went to remove the stapler and found it difficult to remove and tore the bowel removing it. The surgeon resected out segment of bowel from first anastomosis and completed new anastomosis with a smaller ecs instrument.